Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs could not confirm the reported device self-test failure and revealed a "quick flow check" failure event. Based on previous investigations of similar complaints and the available information, the investigation determined that the device failure was most likely due contamination of the pneumatic block or a software issue. These issues were resolved by replacing the pneumatic block and upgrading the device software. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).